Manufacturer narrative:
The device has not been returned to the manufacturer so we are unable to complete an evaluation. If provided, we will send a supplemental report with our additional findings. Complaint ID: (B)(4).

Event description:
It was reported during use that intra-aortic balloon(iab) 34cc linear iab failed in a patient after approx 105 hours. There was no harm.

Event description:
N/a.

Manufacturer narrative:
Updated fields: h6 (type of investigation, investigation findings, investigation conclusions). No decon or visual inspection performed since product was not returned and could not be evaluated. Therefore, we were unable to confirm or determine a root cause for the reported failure. Complaint ID: (B)(4).

Manufacturer narrative:
Updated fields: b4, g3, g6, h2, h11. Corrected field: h6 (medical device ¿ problem code, investigation conclusions).